Manufacturer narrative:
The device has been retained at the hospital and is not available for evaluation. If the device is returned, a follow up report will be submitted. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The device labeling includes the following warning: "avoid using excessive force to advance or retract the clottriever sheath and dilator against resistance. If excessive resistance is encountered, remove the device. Excessive force against resistance may result in damage to the clottriever sheath and dilator and/or vessel." Manufacturer reference: (B)(4).

Event description:
On (B)(6) 2025, a 24-year-old male underwent deep vein thrombosis (dvt) thrombectomy using inari devices. The patient was being treated for testicular cancer and a history of pulmonary embolism that was treated in (B)(6) 2025. The patient had a mass in his left common iliac, which totally occluded the vein. The patient's clot age was estimated at 60 days. Extravasation was observed after the clottriever sheath, 13fr (CT sheath) was inserted into the patient's left popliteal vein and an attempt was made to advance the clottriever bold. The medical team made the decision to use the patient's internal jugular vein as an access site. While the new CT sheath was being placed into the patient's internal jugular, the medical team noticed the dilator was bending while being inserted. The CT sheath was advanced, and the funnel was deployed. A venogram showed some extravasation. An attempt was made to track a balloon over the wire; however, the balloon could not be advanced. The medical team decided to use another sheath and while removing the CT sheath, the physician noticed the funnel was no longer connected to the distal end of the CT sheath. Fluoroscopy imaging revealed that the funnel remained in the patient's vein. Multiple attempts were made to remove the funnel; however, the medical team was unable to retrieve it. Imaging revealed that the funnel was non-occlusive and did not limit blood flow. The decision was made to leave the funnel in the venotomy and continue the procedure. A treiver20 was used to remove a significant portion of clot from the patient's iliac, great saphenous vein, and femoral vein. Two stents were placed, and the patient had restored flow. During a follow-up appointment, the patient's leg swelling had significantly been reduced, and the medical team did not elect to complete further treatment to remove the funnel.